Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 8:00 a.m., a sample collected from the patient was tested in the laboratory using an unknown method, resulting as 3.7 inr. At 8:30 a.m., a sample from the patient was tested using the meter, resulting as 4.9 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 1.8 - 2.6 inr. The patient's product was requested for investigation.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.